Event description:
It was reported that the patient¿s device showed high impedance. The neurologist noted that the patient has been itching/scratching where the generator was placed as it was itchy at the site. It is noted that the patient is having an increase in seizures and from an x-ray review appears as though the generator has moved. The physician believes the patient must have fallen which caused the high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
High impedance was still seen on this patients device over a year later. An x-ray image was later received and reviewed. The generator placement was unable to be assessed due to the scope of the image. Only a close-up image of the header was provided. The feedthrough wires were intact. The connector pin did not appear fully inserted as it could not be visualized past the setscrew connector block, and the end of the connector ring appeared more backed out than expected. Based on the image received, the pin was assessed to not be fully inserted. The high impedance is likely due to the incomplete pin insertion. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. It was later noted that the patient has been referred for a battery replacement. The patient had a revision surgery which resolved the high impedance.